Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation completed. Should further information be received, the complaint will be updated at that time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to pseudotumors.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 02/03/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ions, malignant angiosarcoma that metastasized in the patient's brain. Adding the femoral stem to the complaint. Patient passed away (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 17, 2017: litigation received. In addition to what was previously alleged, pfs alleges profuse bleeding and swelling. On (B)(6) 2015, he underwent hemipelvectomy in an attempt to control bleeding. After review of the medical records for MDR reportability, it was reported in the revision operative note that there was a muscle necrosis present in the abductor musculature, greater trochanter fracture, right thigh hematoma, and sepsis. There was significant destruction of the abductor musculature obvious upon going through the fascia. Revision notes mentioned that the trunnion did not show any evidence of metallosis or wear or corrosion and the stem was not loose. Ed notes reported myalgia, arthralgia, pitting edema (+3), and swelling. On (B)(6) 2015, he underwent ir fluid aspiration drainage due to sepsis. No laboratory values provided for the reported sepsis. This complaint was updated on: may 25, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.